Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material turned out to be silicic acid and organic silicone from chemicals. There was no damage to the area where the foreign material was detected. Therefore, the cause of the foreign material adhered inside the nozzle due to insufficient precleaning and rinsing, in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. The event can be detected/prevented by following the instructions for use which state:¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had a foreign matter. There were no reports of patient involvement.